Manufacturer narrative:
The data download returned an alarm code, which indicates an occlusion occurred. Investigation results found a bend in the exposed portion of the cannula. The bend did not contribute to an occlusion of the fluid path during testing. Although the cannula was damaged, the timing and contribution of the damage to the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient reported that her pod alarmed (occlusion) during a bolus and bg (blood glucose) levels reaching 400 mg/dl. The pod had been worn between 4 and 24 hours on the hip/buttocks.